Manufacturer narrative:
During pick-up of a citadel plus bed frame, it was observed by an arjo representative that the side rail was broken off the bed frame. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with the side rail¿s condition. Based on photographic evidence provided the side rail mechanism was bent and mechanically damaged, in result the whole side rail was detached from the bed frame. According to citadel plus instruction for use (831.374): ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if a patient was involved because the circumstances in which the issue occurred are unknown. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.

Event description:
During pick-up of a citadel plus bed frame, it was observed by an arjo representative that the side rail was broken off the bed frame. No injury was reported.